Event description:
It was reported that the user¿s infusion set was inserted with the needle cover left in place, leading to occlusion alerts on the ilet system and persistent hyperglycemia in the 200¿300 mg/dl range, which was confirmed upon site removal and resolved after an assisted site change. The affected component was the cannula, and the issue involved incorrect deployment of the infusion set. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy without emergency care or hospitalization. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device malfunction, and a usage problem was identified involving improper procedure with the cannula that caused the insulin occlusion. The user was advised that glucose would regulate over the next 90 minutes to 2 hours. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.